Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery while doing trial, the universal stem trial broke and had to be removed from the canal of the femur. Surgeon had to use surgical instrument to push out the instrument. Femur was fractured. This problem caused a surgical delay of 4 hours.

Manufacturer narrative:
There was no doi, as previously reported. Product was not returned/evaluated, as previously reported. The instrument associated with this reported event was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No information was obtained. A search of the complaint database found additional reports of breakage. Product development engineering stated the concern of stem rod trial tip disassociation is currently being investigated and requires further investigation to identify root cause and corrective actions. (B)(4) was initiated to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.